Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and was unable to reproduce the stated issue. The customer requested a replacement system. The ge healthcare service representative obtained and installed a new system to resolve the issue.

Event description:
The hospital reported that, during a case, the unit had a ventilator failure. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.